Event description:
Additional information from the customer stated that the green power button of the console was pressed to turn the console on. The console made the distinct sound when a console is normally turned on. However, the screen remained blank.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not passing its power-on self-test, causing an s1 alarm to occur, was confirmed. The returned centrimag console (serial number (B)(6)) was received at the european distribution center (edc), and a log file was extracted from the unit. Data from the reported event date, 06jul2023, was not observed within the data, and the console was not observed to have been in patient use throughout the data. An s1 alarm was observed on 02jul2023 shortly after the unit had been powered on. The console was observed to have been powered off and on multiple throughout data recorded from 02jul2023 ¿ 05jul2023 after this alarm, and further atypical events were not observed. The returned centrimag console was functionally tested at the edc, and an s1 alarm was reproduced. The alarm resolved after replacing the unit¿s smart power supply (sps) printed circuit board (pcb) with a new component. Preventive maintenance was performed, and the serviced and repaired console was returned to the customer site after passing all tests per procedure. The console¿s original sps pcb was forwarded to the product performance engineering (ppe) department for further analysis; however, further atypical events were unable to be reproduced while the pcb was in use within a known working test centrimag console fixture. A mock loop was able to operate at various motor speeds for extended periods of time while the sps pcb was in use throughout ppe testing. The root cause of the reported event was narrowed down to an issue with the console¿s sps pcb; however, the issue was unable to be isolated any further. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s1 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the fie on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the primary console failed the self-test before it was used.